Manufacturer narrative:
H10: d10, h2, h3, h6. The reported bioraptor knotless suture anchor hip¿ 72202397 has been returned for evaluation. The device used in treatment was not returned. Five sealed devices were returned. An exact root cause cannot be determined with confidence. However, factors that could have contributed to the reported event include: improper use of device. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was performed, no other complaints of this failure was found.

Event description:
It was reported that during knee scope procedure, the tip of the bioraptor broke and it could not be deploy, the instruments were inside the patient. No significant delay and a back up was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.